Manufacturer narrative:
The device was not returned for investigation, so no visual inspection and functional test were performed. Based on the fact that no product was returned, the investigator was unable to confirm the reported complaint. A DHR (device history review) was performed, and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.d5- operator of device is unknown.

Event description:
It was reported that the pump exhibited a no cassette alarm which occurred a few hours after insertion 6 hours. This happened twice. The cassette was switched to the other pump but the alarm was the same. No patient injury was reported.